Event description:
Legal counsel for patient reported that patient underwent a left total hip arthroplasty in (B)(6) 2009 . Patient's legal counsel further reported fluid was drained from the joint and a revision procedure was performed on unknown dates due to elevated metal ion levels, pain and fluid in the joint. Legal counsel for patient reports that patient continues to experience pain, limping, and loss of mobility. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided: date of event - unknown. Device info - unknown. Date implanted - in (B)(6) of 2009. Date explanted - unknown. Initial reporter - unknown. PMA/510(k) number ¿ unknown. Manufacture date - unknown. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.